Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was also noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the prostyle instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported violation of the IFU did not contribute to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability, of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with a reported issue referenced is filed under a separate medwatch report number.